Event description:
It was reported that during a procedure the core console caused a handpiece to run without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Device will be evaluated upon receipt.

Manufacturer narrative:
Updated from core console with integral irrigation pump to core universal driver per additional information provided by the user facility to indicate that the core universal driver has been identified by the hospital as the device starting on its' own. Concomitant medical products: core console with integral pump was added as a concomitant product. Updated to clarify that the core universal driver has not yet been received for evaluation. Updated to the manufacturing date of the core universal driver. A follow up report will be filed after the quality investigation has been completed. The handpiece has not yet been returned.

Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged potted trigger assembly. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the core universal driver ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that during a procedure the core universal driver ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.